Manufacturer narrative:
At explantation the dr noted that the initial rupture had healed successfully and the explantation proceeded w/o complications. The dr suspected a reaction towards the sutures (fiberwire and unspecified absorbable sutures) not the device. No conclusion can be drawn since the device is not available for analysis.

Event description:
An artelon tissue reinforcement patch was used in reinforcement of a chronic achilles tendon rupture. The device was explanted on (B)(6) 2013 due to irritation, redness and minor swelling over the previous incision site. (B)(4).